Manufacturer narrative:
The device was received with the stuck key alarm screen present on the lcd display. The device was opened and the soft keys/contacts were removed. This did not resolve the issue and the screen remained persistent, preventing further investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached greater than 27.8 mmol/l (501 mg/dl). There were no further information to the omnipod personal diabetes manager (pdm) issue.